Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. The customer does not have the lancet device or lancets with her at the time of the call to obtain product information. A request was made for the return of the suspected product; replacement was sent.